Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not boot up past the hr glass screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't boot up) was confirmed. Upon receipt the monitor would not power up past the splash screen. The cause for the monitor's inability to properly power up was a defective sd card. The root cause of the defective sd card could not be positively identified. No adverse event resulted from the defective sd card. The pt rec'd a replacement monitor.